Event description:
A customer reported that a pt experienced a corneal burn during a procedure. Add'l info provided indicated that the occlusion bell was heard ringing during the case. Sutures were required. The surgeon does not feel the device caused or contributed to the event. Add'l info has been requested. This is the first of two medical device reports for this facility.

Manufacturer narrative:
The facility did not request service. No samples have been returned for eval and no add'l info has been provided related to this event. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and a copy of the industry article was provided to the customer. (B)(4).